Event description:
Doctor unable to pull out of safety position on clip marker, new clip used without incident occurred outside of patient's body. No injury to patient and no additional treatment needed.